Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary service & repair evaluation: the customer reported the device broke. The repair technician reported the handle is broken/synthetic screen are missing. Handle cracked/broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Visual inspection: the collinear reduction clamp sliding mechanism (part # 314.291, lot # 14-8607) was received with handle broken. The complaint condition is confirmed. Additionally, the device was missing a synthetic screen. No other issues were identified with the returned components of the device. Dimensional inspection: dimensional inspection was not performed because the alleged deficiency of broken was confirmed during visual inspection. Document/specification review: the following drawings, reflecting the current and manufactured revision, were reviewed: current revision: collinear reduction clamp sliding mechanism manufactured revision: collinear reduction clamp sliding mechanism manufacturing record evaluation: the complaint device (part # 314.291, lot # 14-8607) was manufactured at the selzach site on 02. June 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Conclusion: the complaint condition is confirmed for the collinear reduction clamp sliding mechanism (part # 314.291, lot # 14-8607) as the handle was found to be broken upon visual inspection. A definitive assignable root cause could not be determined based on the provided information. However, unintended mechanical force likely contributed to the complaint device condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history part: 314.291 lot: 14-8607 manufacturing site: selzach supplier: (B)(4). Release to warehouse date: 02. June 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H11 corrected data d10 device receipt device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an unknown event, the handle of sliding mechanism broke. There was no patient involvement. This complaint involves one (1) device. This report is for one (1) sliding mechanism. This is report 1 of 1 for (B)(4).